Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was turning itself off and displaying an error code. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was turning itself off. It was confirmed that the epg had an error. It was indicated that the main printed circuit board (pcb) was contaminated and out of specification. It was also indicated that multiple external components were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.